Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after pulling back to "set" the anchor and attempting to complete the "seal" portion of delivery, it was noted that the device would not pull back. I was consulted over the phone. The physician was directed to cut the tubing and remove the device, pull back on the suture, and tamp down as normal. The seal was successful. Blood loss was less than 250 cc. No patient injury or medical/surgical intervention was required. Additional information was received on 11 apr 2025: the procedure being performed was a renal angiogram. A six french sheath was in place prior to the angio-seal device. There were no issues with access. A groin shot was performed. The patient is stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).